Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the monitor was resetting. Upon evaluation, the insulated-gate bipolar transistors (igbts) were shorted on the defibrillator pca. The cause of the short was high voltage deviated to low voltage circuitry during pulse testing. The root cause of the voltage deviation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.